Event description:
Overdelivery reported: the pump is being used in a blinded clinical study, so there is no specific prescription info available. It was reported that the rate of delivery is pt weight dependent and the infusion is usually completed in 15 to 20 minutes. According to the customer contact, the pump completed the scheduled dose in 10 minutes. There was no pt harm reported. Though requested, there was no add'l info available.